Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a cause for the dirty case could not be established. However, the image failure was likely the result of an internal electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited image noise. The image could not be seen and the scope connector's case unit was dirty due to water leakage. There was no patient involvement.